Event description:
It was reported that the patient had unknown sling implanted on an unknown date. A new artificial urinary sphincter consisting of a 4.5 cm cuff, pump, and balloon were implanted due to unspecified reasons. Boston scientific has been unable to obtain additional information regarding the circumstances. Additional information indicated the sing was an advance xp implanted in 2017. Following the implant of the sling, the incontinence was slightly improved at the beginning. Following the artificial urinary sphincter the patient was continent.

Event description:
It was reported that the patient had unknown sling implanted on an unknown date. A new artificial urinary sphincter consisting of a 4.5 cm cuff, pump, and balloon were implanted due to unspecified reasons. Boston scientific has been unable to obtain additional information regarding the circumstances.